Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance dept requested the patient's medical records, but to date, they have not been provided. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device investigation and medical records review.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support regarding to report a "system error" alarm during dwell 1. The patient stated this was not the first time the alarm occurred and requested a replacement cycler. Upon follow up contact w/the patient's peritoneal dialysis rn (pdrn), she confirmed that the patient was admitted to the hospital for fluid overload, but has since been discharged in stable condition. The patient does continue w/the ccpd program w/out further issues. The pdrn would not provide specific event details until she received a written request for info. A written request was sent to her for processing. As of this date, specific patient event/medical info has not been provided to the post market surveillance dept.